Event description:
The needle separated from the stylet upon activation of the safety device.

Manufacturer narrative:
Conclusions-a review of the device history record revealed no discrepancies associated with this type of incident. A root cause analysis was unable to be performed as the sample was not returned for analysis. However, a corrective action has been completed regarding needle/stylet separation, which validated the crimping process and sensors were installed that will allow detection of air pressure on the general line. If air loss is detected the sensor will not allow the operator to continue with inadequate pressure. Sop's have been modified to define set-up requirements for a new window of parameters to ensure a good union between the needle and stylet assembly. The lot number reported was built prior to this corrective action.